Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab identified the hemostatic valve to be separated. It was initially reported by the customer that dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium would not advance into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the issue was resolved. The case continued without any further incident. There was no patient consequence. The customer¿s reported issue of resistance with the sheath is not considered to be an MDR reportable malfunction since an increased potential for patient injury is remote. On 8-jul-2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component and several bents were observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Also, the dilator and a good known laboratory sample catheter were introduced through the sheath, even with the hemostatic valve dislodged, and resistance was detected. No obstructions were detected. The dilator's outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed since the hemostatic valve failure caused the resistance reported by the customer. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation issue. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the bents on the dilator shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).